Event description:
Reporter indicated a vns programming handheld "screen freezes a lot." Troubleshooting did not consistently resolve the issue. The handheld was returned to the manufacturer and an analysis on the handheld identified debris trapped between the screen and top bezel. Once the debris was removed and the screen was cleaned no further anomalies associated with the handheld performance were noted.

Manufacturer narrative:
Debris trapped between the screen and top bezel. Device malfunction occurred, but did not cause or contribute to a death or serious injury.